Event description:
It was reported that premature battery depletion was suspected on the Implantable Cardiac Monitor (ICM). The physician mentioned the ICM did not make it past 3 years. The ICM was explanted and replaced. The patient was stable before, during and after the procedure.